Manufacturer narrative:
(B)(4) - inflammation occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a popliteal cyst resection on (B)(6) 2012 and suture was used. The wound healed well after the surgery. One month post operative, the patient experienced redness and swelling at the incision site. It was also noted that the suture was extruding through the site. The surgeon removed the suture and prescribed antibiotics. The surgeon opines that the patient had rejected the suture. Additional information has been requested.